Event description:
It was reported that a pacing impedance measurement of 1700 ohms was recorded from this right ventricular (rv) lead due to an alleged conductor fracture. The physician elected to surgically cap and abandon the lead to resolve the event. A new rv lead was implanted and the patient was stable with no additional adverse consequences. The original rv lead remains implanted, but capped and out of service.